Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information provided: the drain that was used after separated the drain and the trocar needle could be used without any problems. This event occurred during a spine procedure. The product was used on the subcutaneous. It was noticed that there was a hole and the product was removed when sucked it with a suction tube and the placement was performed with the first product. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noticed regarding the drain which was adhered and used? Was leakage detected? Unk did the drain function as expected? Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.we regularly contact with sale rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. The drain another product was opened and the drain had adhered to the trocar needle as well but managed to separate them without creating a hole, so it was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: complaint sample review : complaint sample set-1 : total two complaint samples of drain (without any trocar) were received for evaluation, both the products were inspected visually, below were detailed observations:product-1 : a fine chip-off mark on upper surface of the drain was identified.product-2 : no chip-off mark was identified on the drain. In reference to the complaint details "a hole was created when the nurse tried to separate them.", no hole was identified on any of the product. Complaint sample set-2 : total 15 complaint samples of drain with trocar in well intact pouch (originally packed), were received for evaluation, for defect confirmation 2 products were inspected visually, below were detailed observations:product-1&2 : there was no sticking mark on trocars and no chip-off mark on the drains were identified. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.